Event description:
Per the clinic, it was reported that the skin-flap revision surgery was performed under general anaesthetic.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced poor retention of the external magnet. A skin-flap revision was performed on (B)(6) 2021. The implant remains in-situ.